Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that ethernet patch cord to stealth that prevented connection, also found that ior was turned enabled on o arm which may cause intermittent issues. Utilized working patch cord, disabled ior in system features. Verified operation with s7 and told techs of operation without ior drop down menu. Account does not have ior system installed. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via an field service engineer (fse) from a radiation technician (rt) regarding an imaging system being used for a procedure. The rt indicated that the imaging system had a connection issue with the navigation system in that the systems were not connecting. The network cable was disconnected from the navigation system and reconnected which resolved the issue. There was no impact to patient outcome.

Manufacturer narrative:
Additional information: patient information updated. Patient weight was unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
The issue was during a sacroiliac and thoracolumbar procedure. The issue extended the surgical time by less than 1 hour.